Manufacturer narrative:
The local area boston scientific representative was contacted for additional information. At this time, no further details are available. Should additional information become available this record will be updated.

Event description:
It was reported that this patient received an inappropriate shock from this subcutaneous implantable cardioverter defibrillator (sicd). Automatic setup was performed; however, the clinic expressed concern and contacted the local area boston scientific representative for evaluation. No adverse patient effects were reported.

Manufacturer narrative:
The local area boston scientific representative was contacted and additional information was received that further review of the device data confirmed this patient did not receive an inappropriate shock and has never received any device therapy. There was one untreated episode with noise observed on the electrogram. Automatic setup was performed again when the boston scientific representative saw the patient at the clinic. The sensing configuration was unchanged as primary vector was the only vector to pass the sensing testing in both supine and sitting positions. The system remains in service and no adverse patient effects were reported.

Event description:
It was reported that this patient received an inappropriate shock from this subcutaneous implantable cardioverter defibrillator (sicd). Automatic setup was performed; however, the clinic expressed concern and contacted the local area boston scientific representative for evaluation. This representative was contacted for additional information. At this time, no further details are available. Should additional information become available this record will be updated. No adverse patient effects were reported.